Event description:
It was reported that during the implant procedure, the physician had difficultly inserting the atrial lead into the atrial port of the device. Further attempts were successful and the device and lead were implanted. All lead measurements were normal and stable. The device to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.